Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on the hm ii lvas, serial number vad-62330. No product available for investigation. The hm ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the hm ii lvas. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. The relevant sections of the device history records for vad-62330 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient was admitted for major bleeding in the gallbladder. The patient was treated with four to eights units of red cell concentrate per 24 hours. The patient was on warfarin at the time of the event. The patient was discharged on (B)(6) 2023.